Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current measurement, and active current measurement, however the pump alarmed multiple pump error alarm immediately after battery installation, insulin pump error alarm during self test, and power error detected alarm is found in the downloaded traces due to lithium backup battery was not properly connected to pcb 1. After reconnecting the internal battery connector on j6/pcb 1 the pump was monitored and is functioned properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that notification light did not immediately stop flashing. Customer also stated that insulin pump went off due to battery not being changed immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.